Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Death is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2015 a 2.5x18mm xience alpine stent was implanted, and there was a non-serious post-procedure enzyme elevation. On (B)(6) 2016 the patient saw his cardiologist for an upcoming surgery and had no coronary symptoms. On (B)(6) 2016 the patient expired. The patient was found at home, and no autopsy was performed. No additional information was provided.